Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), arthralgia ("joint pain"), headache ("headaches"), dizziness ("dizziness"), fatigue ("tiredness"), back pain ("low back pain"), loss of libido ("lack of sexual drive"), anxiety ("anxiety") and varicose vein ("varicose vein problems"). The patient was treated with surgery (bilateral salpingectomy for the extraction of the devices with removal of her tubes). Essure was removed in 2017. At the time of the report, the pelvic pain, swelling, genital haemorrhage, arthralgia, headache, dizziness, fatigue, back pain, loss of libido, anxiety and varicose vein outcome was unknown. The reporter considered anxiety, arthralgia, back pain, dizziness, fatigue, genital haemorrhage, headache, loss of libido, pelvic pain, swelling and varicose vein to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), arthralgia ("joint pain"), headache ("headaches"), dizziness ("dizziness"), fatigue ("tiredness"), back pain ("low back pain"), loss of libido ("lack of sexual drive"), anxiety ("anxiety") and varicose vein ("varicose vein problems"). The patient was treated with surgery (bilateral salpingectomy for the extraction of the devices with removal of her tubes). Essure was removed in 2017. At the time of the report, the pelvic pain, swelling, genital haemorrhage, arthralgia, headache, dizziness, fatigue, back pain, loss of libido, anxiety and varicose vein outcome was unknown. The reporter considered anxiety, arthralgia, back pain, dizziness, fatigue, genital haemorrhage, headache, loss of libido, pelvic pain, swelling and varicose vein to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.